Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2010. About two minutes into therapy, the pressure decreased rapidly. The surgeon noticed a 5cc deficit of fluid from the balloon and when the catheter was removed there was a hole in the balloon. A second like device was used with no adverse pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.